Manufacturer narrative:
The devices returned and radiographs provided confirmed the complaint. The patient¿s bone quality was reported as sufficient. No information was provided on the patient¿s postoperative physical activity or if a fall had been experienced. Examination of the returned plate and screws identified no physical damage or dysfunction other than minor scratches expected with implantation and removal the plate was intact and functional with four fixation screws fully locked into the plate. Review of the provided radiographs confirm that the index procedure interbody placement was within the vertebral margins (complaint (B)(4)) as well the fixation plate and screws appear flush and properly angulated no placement problems observed (complaint (B)(4)). The interbody was not returned for evaluation as it was repositioned utilizing the optional inter-fixated screws secured and left in-situ. Review of all the provided information found no damage or dysfunction so a definitive root cause could not be determined however, review of the technique guide, dhf and information retrieved suggests stripped or oversized hole preparation, implant selection, insufficient fixation applied and or excessive postoperative physical activity as the suspected cause or contributors of the event. No additional investigation can be completed. Manufacturing review: review of the device history records of all devices notes no material non-conformance¿s, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "contraindications include, but are not limited to...5. Patients who are unwilling to restrict activities or follow medical advice. 6. Patients with inadequate bone stock or quality. 7. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications...potential risks identified with the use of this system, which may require additional surgery, include bending, fracture or loosening of implant component(s). Loss of fixation. Nonunion or delayed union..." "Warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided..." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation, and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com."

Event description:
The patient presented for l5/s1 anterior lumbar interbody fusion on (B)(6) 2023. The patient demonstrated degenerative disc disease and a bilateral pars defect at the and normative bone density at the index level. The patient had a modulus alif cage, brigade alif plate and plate screws implanted at l5/s1. The index procedure was completed without incident as per the surgical technique. Upon further examination of the patients¿ 24 hour post-operative films it was evident that the screws had become dislodged from the vertebral bodies and the modulus alif cage and brigade alif plate had migrated anteriorly. The patient was then brought back to theatre on (B)(6) 2023, for revision surgery. The plate and screws were explanted and the interbody cage was repositioned posteriorly and instrumented with interfixated screws, the patient was then repositioned in the prone position and posterior pedicle screw fixation of l5/s1 was performed. The revision surgery was completed without incident as per surgical technique. However the patient complained of leg pain post-operatively as a result of the failed construct, and was given adjunctive pain therapy.